Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported after inserting a tampon she noticed pieces of the pledget remained inside the applicators. She stated she was unsure but did not believe pledget pieces remained inside her vaginal cavity. She did not experience any adverse health effects and did not seek medical attention.